Event description:
Complainant alleged that the medics were monitoring the heart rhythm of a conscious and alert patient who had suffered a drug overdose. The medics reported that the patient was presenting a normal sinus heart rhythm, but the ECG signal as displayed on the device screen was a ventricular fibrillation patient heart rhythm. The medics turned the device off/on and the device screeen appropriately displayed patient's normal sinus heart rhythm. The complainant indicated that there was no averse affect to the patient as a result of the reported malfunction. In addition, the complainant indicated that the algorithm report from the event were inadvertently lost and are not available for analysis.